Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per the communication hubs, the patient went 30 days or more without recharging their ipg. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
Corrected data: g3 - date received by manufacturer (the date listed on the initial report was confirmed to be incorrect via follow-up. The correct date has been provided.)